Event description:
Received a leter from an insurance carrier alleging a fire occurred in a home where a pride lift chair was present.

Manufacturer narrative:
An inspection was held. The motor, transformer, and hand control had no electrical activity. The lift chair was not the cause of the fire.

Event description:
Received a letter from an insurance carrier alleging a fire occurred in a home where a pride lift chair was present.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.